Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure the lead's parameters were "abnormal" after connecting the lead to the adapter. The lead was not implanted. No patient complications have been reported as a result of this event.